Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Physical evaluation of the suspect device reveals: olympus performed a visual inspection on the received condition and found a small stain near the distal end opening of the biopsy channel and the rubber glue lifted on both ends. The biopsy channel was inspected with an olympus boroscope. The boroscope was inserted into the distal end side of the biopsy channel and a brownish stain was noted. The rest of the biopsy channel appears normal. The bending section cover glue is damaged on both ends. The insertion tube side of the bending section cover glue is open, and the bending section cover glue at the distal end is chipped. The video scope was previously in for service on (B)(6) 2020. The scope was sent for culture to a third-party laboratory for testing where samples were taken from the distal end, and forceps channel of the scope. Staphylococcus epidermidis and bacillus siamenesis were detected, and not the same microorganism (exophiala lecanii-corni) that was identified in the patient bronchial alveolar lavage (bal) cultures. An olympus endoscopic support specialist (ess) visited the facility on (B)(6) 2021 and provided complete training on proper reprocessing of the bf-1t180 / bf-uc180. Conclusions: olympus could not identify a definitive root cause. Based on the findings of this complaint investigation, it is not possible to determine the relationship between the scope of the reported event and infection. Although more than one patient who had a procedure using the same scope was reported to have infection, detailed information for each patient (bacteria of infection, date of receiving a case using scope, date of infection) was not provided by the customer when requested. The same bacteria identified in the patient bal culture was not detected in the scope culture test. Performed by an independent third-party lab. Physical damage to the scope was noted upon examination.

Event description:
The customer was unable to provide details regarding number of patients involved when asked. This report is for an unknown number of patients.

Manufacturer narrative:
Patient sex: patient's gender is unknown; transgender was selected in error. The device referenced in this report has been received by olympus for evaluation, however evaluation of the device cannot begin until olympus receives written permission from the customer to culture the scope and perform ethylene oxide (eo) sterilization to make it safe to disassemble/handle for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on medwatch# (B)(4).

Event description:
It is reported the facility has linked patient infection(s) with this bf-1t180 scope. The customer reports that the scope is out of service and will be sent to olympus for evaluation and culturing. Additional details regarding the device and reported event(s) have been requested from the customer, at this time no information has been provided.

Manufacturer narrative:
This report update: written permission has been obtained from the customer to culture the scope and perform ethylene oxide (eo) sterilization to make it safe to disassemble/handle for evaluation. The scope has been shipped to a third party lab for culturing.

Event description:
New information provided by the customer: the scope has not been cultured at their facility. Scope reprocessing procedures as follows: precleaning is performed by the nurses/user at bedside after the procedure. Leakage testing is performed in our decontamination area and manual cleaning adhered to per olympus¿ guidelines. Scope is placed in an automated endoscope reprocessor (medivator) for high level disinfection. An endoscopic support specialist (ess) last provided education to the facility (regarding scope reprocessing) (b)(60 2021. The microorganism identified in patients: mycobacterium avium complex we will not be able to provide the other information you have requested.